Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely that physical stress was applied to the venting connector during user handling of the device, which caused misalignment of the connector. The user cleaned the device in that state and then water invaded the scope connector. As a result, it caused damage of electronic components and the b30 error occurred. The final root cause of this event was unable to be identified. The event can be detected by following the instructions for use which state: ¿- inspection of the endoscopic image¿ the event can be prevented by following the instructions for use which state: ¿- do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. - perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. - inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found unable to perform ethylene oxyde leak test as valve pin was broken off with deep scratches and misaligned. B30 no image error, image returned after aeration. Distal end, scope connector and body control unit were all wet and were dry after aeration. Light guide tube was dented. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope had insertion tube dents. Also reported scope connector and body control unit fluid invasion. The issue was found during reprocessing. Inspection and testing of the returned device found b30 image error code. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.